Event description:
A customer contacted baxter?s global technical service center to report a system error (se) 2240 alarm (indicating air in the set) with the homechoice (hc) machine during drain 3 of 5. The home patient (hp) was connected at the time of the alarm. The hp saw air in the patient line starting at the transfer set. The hp would complete therapy with manual supplies and was referred to the registered nurse (rn). Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report.

Event description:
Complainant alleged that while attempting to defibrillate a patient, the internal handles would not allow the associated defibrillator to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indiate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report numbers: 1220908-2010-03215 & 1220908-2010-03233 for similar reports from the same customer.

Manufacturer narrative:
(B)(4). Upon follow-up with the peritoneal dialysis (pd) registered nurse (rn) on (B)(6) 2010, the pd rn stated there was no patient injury or medical intervention associated with the event. The patient has continued therapy on the cycler with no further issues and the incident has not re-occurred. This complaint for a system error 2240 was not confirmed and a sample evaluation was not performed due to unavailable sample. A root cause was not identified due to insufficient information. The lot number was not provided; therefore a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device was discarded and the lot number was unknown.